Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to a patient infection. This lead had been previously reported due to a noted lead fracture, where the lead was surgically capped and abandoned. The capped lead continues to remain in the patient. There was no report of adverse patient effects due to the procedure.